Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) home patient experienced shortness of breath, chest pain, reduced mobility, and despair while using the homechoice cycler. The apd process step was only reported as ¿during use¿ (no further detail was provided). It was reported that this event was associated with an unspecified medical intervention. It was not reported if the patient was hospitalized for the event. There was no report of a device defect, malfunction, and/or a use error. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. Power on self-test was performed and the device met specifications related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.